Event description:
Customer reports system will display "filament error/ma error." No patient injury was reported.

Manufacturer narrative:
The service rep installed new cap power module. System operating normally.